Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of noise was confirmed via review of the stored egms in the device. Bench tests were performed and the device was found to be normal. The cause of the noise could not be determined.

Event description:
It was reported that 15 vf episodes were recorded in two days. The physician attributed the issue to noise. The device was explanted and replaced.